Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported rupture zone: 6cm from ¿zero¿ of the catheter. Occurred during use. Treatment: ertuzumab/trastuzumab/docitaxel/carboplatin. Last record of normal functioning catheter (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported rupture zone: 6cm from ¿zero¿ of the catheter. Occurred during use. Treatment: ertuzumab/trastuzumab/docitaxel/carboplatin. Last record of normal functioning catheter (B)(6) 2024. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 35cm, inserted to brachial vein, exit site marking 0cm, secured with statlock and glue. PICC used for oncology treatment; immunotherapies (pertuzumab, doxitaxel, carboplatino, trastuzumab,). No known occlusions with this PICC. Leakage identified by drug coming out from the insertion point at 5cm marking. PICC used for 2 months. Xray imaging of this incident is available. Catheter site cleaned with chlorhexidine solution poured from a bottle (alcohol clorhexidine).